Event description:
The customer reported that the 9800 system would overheat during vascular procedures. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the svc call. No further info is available.